Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient felt that the battery stuck out and has moved as of 6 months prior to the report. The patient said it can occasionally be painful to the touch. The patient said it was difficult to charge because of the position. The patient also reported that at times, when the stimulator is on, she has a burning sensation at the battery site. The rep palpated the battery and stated that it did feel mobile and can turn perpendicular in the pocket. Impedances were all within normal limits. A recharge diary showed an average recharge has been around an hour with good coupling. The rep educated the patient that the recharge interval appeared normal. The patient was advised to work with their hcp and discuss next steps regarding the battery movement itself. No factors were said to have led to the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.